Manufacturer narrative:
The system and system logs have been requested to be returned for evaluation. The consumables used during the case were discarded by the user facility and the lot numbers are unknown. Bracco imaging france has dispatched their engineer to visit this user facility on 6 february 2025 to provide training support. The information provided by the user facility was reviewed by bracco's medical advisor and this clinical assessment is as follows: it has been well established that volumes of air injected intravenously greater than 25 cc have the potential for serious harm, permanent disability, or death whereas volumes less than 10 cc in adults are considered essentially safe. Based on the complete lack of any reported patient symptoms and the description of the intravenous air (no scans provided); it can be safely assumed that the administered air volume was greater than 1 cc but less than 25 cc. This adverse event can be considered non-serious and expected. The use of high concentration oxygen therapy can be considered overly cautious.

Event description:
During a CT scan, a venous gas embolism with presence of air (less than 10ml) was observed within a patient's right lateral ventricle, trunk of the pulmonary artery, and within three bilateral superior ventral subsegmental pulmonary arteries. The air was noticed on the CT images during radiologist review while the patient was in the waiting room. The patient was asymptomatic and was then transferred to the recovery room for six hours of monitoring. The patient received high-concentration oxygen mask therapy 15 l/min, and was advised by the physician to receive hyperbaric chamber treatment in another facility. There were no patient issues noted during monitoring at the user facility and approval for the patient to be discharged and return home was made by the anesthetist.

Manufacturer narrative:
The CT expres injector system serial number (B)(6) was requested but not returned for investigation. Review of the device history records was completed and there is no indication of any issues related to the reported event. There was no indication of a device malfunction based on the available information. This report is closed.